Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to order a new footswitch and cable. The customer did not call back to order the products. The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).

Event description:
A customer reported that a system message related to the footswitch displayed during a procedure. The case was stopped and the pt was moved into the recovery area until an alternate footswitch was delivered. The case was completed using the alternate footswitch on the same day following a six hour delay. There was no pt harm. Additional info has been requested.